Event description:
It was reported that the customer had low blood glucose levels of 36mg/dl and the emergency medical services was called. The customer was not wearing the insulin pump at the time of the incident. Customer also reported blood glucose levels of 576mg/dl. Troubleshooting occured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.